Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required explant of the device after 5 years and 2 months post due to severe pvl. The device was not returned for evaluation as it was discarded. Based on the available information, the root cause of the plv was due to procedural factors at initial implant, patient related factors, and the progression of the patients underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 19 mm aortic valve, implanted for 5 years and 2 months, was explanted due to severe perivalvular insufficiency and stenosis. It was noted that the perivalvular leak was discovered soon after the initial implant surgery and has progressed to severe. It was also reported that the edwards device did not cause or contribute to the event but that the event was related to a procedural complication. A 19 mm valve was implanted in replacement. The patient tolerated the procedure well and was take to the ICU in stable condition. The patient experienced acute complete heart block and required a permanent pacemaker on pod 3. The patient was discharged in good condition on post-operative day six.